Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. A risk review was completed and confirmed that the event of shock impedance high out of range - increasing gradually was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the right ventricular (rv) lead exhibited gradually rising high out of range shock impedance measurements. Technical services was consulted, determining that an alert was previously found in the system from a data pull in latitude nxt with impedance measurements being out of range for the past year. It was noted that this patient's ejection fraction had improved and there was discussion of possibly turning this ICD system off but not removing or replacing it. Additional information is being requested from the field. No adverse patient effects were reported. This rv lead remains in service. Additional information from the field was provided that states that the trend will continue to be monitored, and if the lead exceeds 150 ohms in the future, lead replacement will occur. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
Additional information from the field which was updated in the b5 section.

Event description:
It was reported that the right ventricular (rv) lead exhibited gradually rising high out of range shock impedance measurements. Technical services was consulted, determining that an alert was previously found in the system from a data pull in latitude nxt with impedance measurements being out of range for the past year. It was noted that this patient's ejection fraction had improved and there was discussion of possibly turning this ICD system off but not removing or replacing it. Additional information is being requested from the field. No adverse patient effects were reported. This rv lead remains in service. Additional information from the field was provided that states that the trend will continue to be monitored, and if the lead exceeds 150 ohms in the future, lead replacement will occur. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that the right ventricular (rv) lead exhibited gradually rising high out of range shock impedance measurements. Technical services was consulted, determining that an alert was previously found in the system from a data pull in latitude nxt with impedance measurements being out of range for the past year. It was noted that this patient's ejection fraction had improved and there was discussion of possibly turning this ICD system off but not removing or replacing it. Additional information is being requested from the field. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.